Event description:
It was reported that this tachy device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed the fault and what to expect from the device. This device remains in service. No adverse patient effects were reported.